Event description:
According to the info rec'd, the pt underwent surgery to have some saline fluid released from the device as the physician felt it was too full. The tubing was flushed out and the connectors were replaced at this time.